Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Patient had 2 implants removed, see MDR 1032347-2011-00068 also.

Event description:
It was reported the patient had right side tmj devices implanted on (B)(6) 2011. On (B)(6) 2011 the doctor decided to implant devices on the left side. In the time between cases the patient dislocated the right side implants, and they did not have any way to fix the device as the patient did not have any teeth or dentures. After spending time working on the left side, the doctor decided that he could not be assured that this patient would benefit from a total joint replacement. He also believed the patient would have better results if he removed the right side implants, so they were explanted on (B)(6) 2011.